Manufacturer narrative:
Date received by manufacturer: 04oct2019. Date of report: 07oct2019. The replaced gds (gas delivery system) was returned and failure investigation was performed on 02-oct-2019. The gds was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The technical support representative advised the customer to replace the flow sensor assembly to address the reported problem. The customer confirmed that replacing the flow sensor assembly resolved the problem. The ventilator passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator failed the air flow accuracy test. There was no patient or user involvement.